Event description:
Patient has had continuous heparin drip since admission; on (B)(6), heparin channel spontaneously suffered "non-recoverable error"; screen went red, then channel turned off. Pct happened to be stocking iso cart outside room and saw screen change color and let rn know. Of note, this writer has had this patient with this same pump for 4 shifts in a row. On monday (B)(6), I found the heparin channel off at change of shift; day shift rn was unable to remember turning pump off but thought perhaps it had been bumped. Patient's ptt became subtherapeutic on monday due to delay. This am ((B)(6)), patient's drip was interrupted for 20 minutes while a new pump, bag, and tubing were obtained.

Event description:
Patient has had continuous heparin drip since admission; on (B)(6), heparin channel spontaneously suffered "non-recoverable error"; screen went red, then channel turned off. Pct happened to be stocking iso cart outside room and saw screen change color and let rn know. Of note, this writer has had this patient with this same pump for 4 shifts in a row. On monday (B)(6), I found the heparin channel off at change of shift; day shift rn was unable to remember turning pump off but thought perhaps it had been bumped. Patient's ptt became subtherapeutic on monday due to delay. This am ((B)(6)), patient's drip was interrupted for 20 minutes while a new pump, bag, and tubing were obtained.